Event description:
It was reported that the device algorithm inhibited detection of ventricular tachycardia. The electrogram shows wavelet match scores of greater than 70 percent. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.